Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. Root cause: the trima accel devices operated as intended and no systemic or procedural underlying root cause could be identified. Based on the clinical findings, the cause of the white cell contamination was determined to be donor related. Donor specific blood characteristics that may challenge the trima leukoreduction system, include, but are not limited to: a higher donor bmi, a donor pre-wbc count that is above the trima accel system expectation, larger than average donor platelet size, and/or smaller than average donor wbc or rbc size.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.